Manufacturer narrative:
Results: bd received ten samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed in one out of the ten. Conclusion: complaint confirmed. However, no root cause could be determined after investigation of the plant records.

Event description:
It was reported that the bd vacutainer® plastic urine collection cup leaked. No injury or medical intervention.

Manufacturer narrative:
A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.